Event description:
During the procedure, back bleeding was noted following transeptal puncture. A non-abbott (faradrive) device was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information b5, d9, e1, e3, g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, back bleeding was noted following transeptal puncture.